Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a cc4204a collamer single piece lens, +20.0 diopter, was damaged and there was no patient contact. The reporter indicated the cause of the event was unknown and the surgeon converted to a three piece lens.